Manufacturer narrative:
(B)(4) concomitant medical products: nexgen fixed bearing tibial tray, catalog #: 00595403702, lot #: 63451794; nexgen cruciate retaining femoral component, catalog #: 00575201506, lot #: 63218142. (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. It was noted that patient had developed baker's cyst, which could be the potential cause of pain. However, a definitive root cause cannot be determined with the limited information provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised due to patellar pain. The patella was resurfaced, as the patient's patella had not been resurfaced in their primary procedure. A baker's cyst was also noted on the patella. The tibial bearing was also removed and replaced. Attempts have been made and no further information has been provided.